Event description:
A review of service data has detected a reportable event. Upon servicing of charger/modem sn (B)(4) which was returned for normal maintenance, the charger/modem would not power on. The last pt to use this charger/modem did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. As rec'd, the battery charger would not power on. The cause of the battery charger not powering on was a flash memory failure (components u102 and u105) on c/a board sn (B)(4) an intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event occurred due to the defective flash components. The last pt to use this charger/modem did not report any problems.